Event description:
Received notice of complaint concerning above product via phone call from director of nursing. Reports that a leak occurred at the connection of the patient connector and patient access (permacath). Reported blood loss was greater than 100cc. The leak was noted approximately 30 minutes into the treatment. The director of nursing reports that the blood leaked behind the patient and onto the floor. It was reported that the access was visible and the health care professional states that the connection was secure. The line was changed (a different lot number was used) and the treatment was completed without further incident. Monthly labs had been drawn pre treatment, director of nursing states that they will check complete blood count next treatment. The suspect device was discarded. This is 1 of 4 complaints. The director of nursing reports that they have pulled this lot number (4 cases) from their stock, these will be returned as companion samples. The patient remained stable, no medical intervention was required. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss.